Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was scratched and timing out sooner than expected. Additionally, it was reported that "unable to turn knob during cartridge changes". There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issues; therefore, no additional information was obtained.